Manufacturer narrative:
Investigation summary: upon receipt, the catheter was visually inspected and during the first visual inspection the catheter was found in normal conditions, however, during the second visual inspection reddish material was found under the pebax. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Per the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The tc failure is detectable in production, mitigating this failure from reaching the customer. However, despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. The root cause of the pebax damage cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes, it could be related to the procedure. Concomitant product: stockert generator, us catalog: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the physician used the thermocool® smart touch¿ electrophysiology catheter for mapping and ablation. After 1 hour, the temperature on stockert generator and remote disappeared. They exchanged the cable but the issue continued. The catheter was exchanged and the procedure was continued. No patient consequence was reported. This issue has been assessed as not reportable. The ablation cannot be performed since there was no radiofrequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for evaluation and discovered on (B)(6) 2017 reddish material under the pebax. However, no damage was observed. This issue was assessed as not reportable as there was no damage observed to the pebax integrity. Therefore, the potential that it could cause or contribute to a death or serious injury was remote. After further assessment on (B)(6) 2018, the sem results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. Therefore, the hole has been assessed as a reportable malfunction. The awareness date for this reportable issue is (B)(6) 2018.